Event description:
Customer's mother reported via phone, the customer was experiencing high blood glucose over 500 mg/dl. Customer was taken to the clinic, customer's mother was advised they weren't sure if issues is with the customer or since the device had been dropped a few times. Customer's blood glucose has been going up for the past month, current 291 mg/dl and at dinner it was 181 mg/dl. Troubleshooting was performed. Customer's mother noted there were multiple bubbles; fixed prime was performed to purge the air bubbles. The insulin is not stored at room temperature. Customer didn't find any other discrepancies on the device, insulin, or infusion set which may have cause the high blood glucose during. Customer's mother stated the customer sleep walks and has changed the time and date on the device. High pressure test was performed on the device and it passed. Customer was advised to a complete set change. Customer's mother is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.